Event description:
It was reported the camera head had color bars across the screen, with no visibility. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: flooding of the cables and charge coupled device (ccd). Based on the results of the investigation, the most probable cause is flooded cable and ccd. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.